Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the surgeon side console (ssc) foot pedal, which resolved the issue. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported issue. Fa observed that the top cover of the camera pedal was falling off. Both the yellow and blue pedals made noise when depressed. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. No image or procedure video was provided for review this complaint is considered a reportable event due to the following conclusion: the customer moved to the second surgeon side console (ssc) after the start of the procedure due to the camera pedal falling off. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the site was experiencing an issue with the robot camera pedal falling off of the surgeon side console (ssc). The caller stated that the surgeon moved to the second ssc to complete the procedure. The caller stated that they were continuing with the case. The technical support engineer (tse) viewed the live logs and noted no associated errors. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed-up with the customer and obtained the following information: the initial reporter confirmed that the procedure was completed with the second ssc without any injury or harm to the patient.